Event description:
In the process of placing a needle into the right kidney, introducing guide wire, part of the wire sheared off and was left in the renal canal. The physician informed, no change in procedure, no adverse outcome. Pt to have renal stone extraction in operating room the next day, with plan to remove the sheared part at that time. The guide wire was 100% removed by the physician during surgery conducted the nexy day.